Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including an illegible, torn and peeled information label. On investigation, the pump powered up to a dim and discolored display screen. No other defects were found. (B)(6).